Event description:
It was reported that the user experienced sustained hyperglycemia while using the insulin pump system, with unusually high insulin utilization over 24 hours and persistent elevated glucose despite a reported 10-unit subcutaneous injection taken without disconnecting from the pump; investigation included technical review through user interview, review of device use and setup, and guided troubleshooting. Further investigation of this case revealed no confirmed device malfunction, no leakage observed, and resolution after infusion set change and user education. No clinical symptoms associated with elevated blood glucose with readings up to approximately 400 mg/dl and no reported acute complications. Outcomes included temporary functional impairment with glucose later decreasing to near target and the user feeling well. It was concluded that the hyperglycemia was cause unclear with user technique factors considered, and the event resolved without medical intervention. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.